Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('then I got the ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("ablation goes I was cramped up for couple days"), amenorrhoea ("just no blood/haven't even spotted in 5 years"), hypersensitivity ("sensitivities"), autoimmune disorder ("autoimmune disease"), tooth fracture ("crumbling teeth"), myalgia ("muscle pain") and gastric disorder ("stomach issues"). The patient was treated with surgery (endometrial ablation). At the time of the report, the endometrial ablation, abdominal pain lower, amenorrhoea, hypersensitivity, autoimmune disorder, tooth fracture, myalgia and gastric disorder outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, autoimmune disorder, endometrial ablation, gastric disorder, hypersensitivity, myalgia and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: muscle pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: muscle pain , gastric disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('then I got the ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("ablation goes I was cramped up for couple days") and amenorrhoea ("just no blood/havent even spotted in 5 years"). The patient was treated with surgery (endometrial ablation). At the time of the report, the endometrial ablation, abdominal pain lower and amenorrhoea outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- endometrial ablation, abdominal pain lower. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('then I got the ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("ablation goes I was cramped up for couple days"), amenorrhoea ("just no blood/"haven't" even spotted in 5 years"), hypersensitivity ("sensitivities"), autoimmune disorder ("autoimmune disease"), tooth fracture ("crumbling teeth"), myalgia ("muscle pain") and gastric disorder ("stomach issues"). The patient was treated with surgery (endometrial ablation). At the time of the report, the endometrial ablation, abdominal pain lower, amenorrhoea, hypersensitivity, autoimmune disorder, tooth fracture, myalgia and gastric disorder outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, autoimmune disorder, endometrial ablation, gastric disorder, hypersensitivity, myalgia and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: muscle pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('then I got the ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("ablation goes I was cramped up for couple days"), amenorrhoea ("just no blood/havent even spotted in 5 years"), hypersensitivity ("sensitivities"), autoimmune disorder ("autoimmune disease") and tooth fracture ("crumbling teeth"). The patient was treated with surgery (endometrial ablation). At the time of the report, the endometrial ablation, abdominal pain lower, amenorrhoea, hypersensitivity, autoimmune disorder and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, autoimmune disorder, endometrial ablation, hypersensitivity and tooth fracture to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2020: social media received. New event added: crumbling. Reporter was added.social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('then I got the ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("ablation goes I was cramped up for couple days"), amenorrhoea ("just no blood/haven't even spotted in 5 years"), hypersensitivity ("sensitivities") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (endometrial ablation). At the time of the report, the endometrial ablation, abdominal pain lower, amenorrhoea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, autoimmune disorder, endometrial ablation and hypersensitivity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- endometrial ablation, abdominal pain lower. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Events added- sensitivities, autoimmune disease. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.